Event description:
Prosthesis is loose [device issue], feels the lip and gum slobbery [oral disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of device issue in a (B)(6) female patient who received gsk denture adhesive (formulation unk) (ultra corega crema sin sabor) unk (batch number v54d, expiry date 10/30/2017) for product used for unknown indication. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced device issue (serious criteria gsk medically significant) and oral disorder. On an unknown date, the outcome of the device issue and oral disorder were unknown. It was unknown if the reporter considered the oral disorder to be related to ultra corega crema sin sabor.

Manufacturer narrative:
Description off white to beige mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Result: complies ph 6.5-7.5. Result 6.7. % gantrez 25.5%-34.5%. Result: 28.1%. Testing was carried out on the retain sample and results were within specification indicating that the product was satisfactory for use. The batch documentation was checked before release and on receipt of this complaint and found to be satisfactory. Follow up information received on august 21, 2015. Testing was carried out on the retain sample and results were within specification indicated that the product was satisfactory for use. The batch documentation was checked before release and on receipt of this complaint and found to be satisfactory. The product complaint was unsubstantiated. The product complaint reference ID was 200070731. The event assessment for device issue was changed from not applicable to unknown. The action taken with the device was unk. See scanned page.